Event description:
During a routine follow-up, it was observed that the device had reached end-of-life prematurely. Upon obtaining real-time measurements, the unloaded battery voltage was 2.05 v. Diagnostic info indicated the pt had more than 581 total episodes listed since the diagnostics were last cleared and greater than 510 high voltage charges on the initial diagnostic. The electrocardiograms indicated that the device was sensing noise that appeared to be coming from the "sp02" lead. Additional stored "egms" also showed evidence of similar lead noise. Other stored "egms" showed evidence of high frequency "picket fence" "v2x" noise. An x-ray of the pt revealed the "sp02" lead was crushed near the proximal defib coil. The entire system was scheduled for explant.